Manufacturer narrative:
Follow-up received on 17-aug-2016. Quality-safety evaluation of ptc: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-aug-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 396 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure removal occurred. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. The reporter mentioned she was not willing to provide more information, therefore no further information will be requested.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 18-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The gynecologist performed the essure removal (date not provided). Follow up information 01-jun-2016: (B)(4). Reporter mentioned she is not willing to provide more information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure removal occurred. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. A product technical analysis is being sought. The reporter mentioned she was not willing to provide more information, therefore no further information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.